Event description:
It was rpeorted that during insertion of the iab, difficulty was encountered passing it through the introducer sheath. Because of this, the iab was removed and replaced. There were no patient complications.